Event description:
Customer called in regarding unexplained high bg's. Troubleshooting per dop. Patient bg is: 347. Customer reported seeking medical assitance for high bgs. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime; displacement, basic occlusion, occlusion, and excessive no delivery alarm test.